Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak between the safe lock adapter and baxter bag during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm after clamping the lines to stop the fluid leak. The cause of the leak is unknown. The patient was assisted with a stat drain and was advised to try their cycler the next day and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type of medication, dose, route, duration unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the analysis, the safe lock apd luer-lock connector was closely inspected and was found to be acceptable. The white connector was inspected with no defect such as taper or thread damaged in the connector. In addition, the baxter connector was visually inspected and no damages were found. The white connector was dimensionally inspected using an ansi gauge and was found within the acceptable range. Functional tests were performed on the actual sample in a cycler machine. During the simulated use test, a leak was notice from the connection of the apd adapter (actual sample) with baxter solution bag (actual sample) during drain 0 of 5. The connection was reviewed and found to be loose. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.